Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2024, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak soft anchor locks before tensioning. Sutures and anchor were removed from the patient and the case was completed with another of the same product from a different lot with no issues. There was a 1 minute delay. Nothing broke in the patient. This was discovered during a labral repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.